Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event.(B)(4)

Event description:
Embolization treatment of a spinal dural fistula with onyx. It was reported while removing the catheter at the end of the procedure, the distal section broke off and remains in the patient's vessel. The amount of onyx reflux was reported to be 3cm.no patient injury reported.same event as MDR# 2029214-2011-00111.